Event description:
74 yr old male found cyanotic, unresposive with no pulse or respirations. Pt had oxygen rebreather mask on with non-rebreather bag non-inflated. Oxygen set-up had 3 way adaptor and was turned to setting for administration of oxygen through a bubbler and nasal cannula. Oxygen was coming through nasal cannula but not through the non-rebreather mask. Pneumonia, congetive heart failure and renal failure. Had history of copd, cancer of stomach.